Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Based on clinical description, the root cause of positioning issue was most likely use- related. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 71-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues and intermittent impella in aorta and suction alarms. The patient was subsequently taken for pump explant after under 3 hours of support. There was no harm reported to the patient.